Event description:
It was reported that during service and evaluation, it was determined that the vapr premiere50 electrode device had visual: foreign substance/debris/cleaning/sterilization. It was noted in the service order that during hip arthroscopy surgery, the device would not cut. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that it was not returned in its original package. The tip showed signs of activation. The handle, shaft, tubbing and plug did not show any signs of damage. No other anomalies were noted. A functional test was performed by activation of the device. The default values were displayed correctly and no alert messages were displayed. The ablation function was activated several times in its maximum power, and it did not work as intended. Under coagulation function, the electrode was activated several times in its maximum power, and the coagulation function did not work as expected. Thus, the device did not function as intended in both modes using the footswitch. The device was sent to the manufacturer for further testing. An evaluation was performed with the following results: device was not received in its original packaging, only in a bag. There was some residue on the ceramic and eschar built up on the active tip. Electrode failed both electrical and functional tests, particularly failing high potential safety test (hipot active - return) and foot-switch activation with output short error message displayed on the generator (ablate and coagulation output short errors). There was no evidence of misuse on the device as presented. Due to the results of the checks, the device was further investigated. During investigation, evidence of saline ingress was found inside when the the upper handle was removed. As a result of this, a water pressure test from the suction tube to the tip was conducted which found that saline was leaking into the handle from the exit of the outer shaft inside the handle. This finding can be confirmed as a manufacturing fault for tip assembly adhesive application, where the potential effect of failure is that the suction tube is not retained because of the operator applied insufficient adhesive in the process allowing for movement of the suction tube, allowing saline to leak into the handle. The overall complaint was confirmed as the observed condition of vapr premiere50 electrode -ea would have contributed to the complained issue. Based on the investigation findings, the potential cause for the observed condition is traced to manufacturing. The product issue has been addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non-conformance regarding this lot.